Manufacturer narrative:
Medwatch submitted on: 12/10/2015. Device labeling addresses: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl.

Event description:
Allergan sales representative reported, "a revision case on a patient that had allergan implants...there was fluid around the device and the office sent the fluid off to be cultured. The cultured fluid came back positive for breast implant associated alcl." Side was unspecified. Follow-up with health professional confirmed that the reason for surgery was "the left breast kept getting larger and larger, swelling." Pathology noted "opaque orange fluid" and confirmed presence of cd30+ and alk-. Pathology also noted :clinical history: left breast implant malposition." Alcl has been confirmed.

Manufacturer narrative:
.

Event description:
Allergan sales representative reported, "a revision case on a patient that had allergan implants...there was fluid around the device and the office sent the fluid off to be cultured. The cultured fluid came back positive for breast implant associated alcl." Side was unspecified. Follow-up with health professional confirmed that the reason for surgery was "the left breast kept getting larger and larger, swelling." Pathology noted "opaque orange fluid" and confirmed presence of cd30+ and alk-. Pathology also noted :clinical history: left breast implant malposition." Alcl has been confirmed.